Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional testing were performed. The damaged display was identified during the visual inspection. The cause of the condition was undetermined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged display. No additional information is available.